Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-03185. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007348 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code soft cannula found crimped upon removal from infusion site. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007348 was manufactured according to the wi version 114 manufactured in the line 9, on 29/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 07/may/2025 against malfunction code soft cannula found crimped upon removal from infusion site and lot 6007348 and no other complaint have been registered in database for the same lot 6007348 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan.therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced three events of kinked cannulas within the month of (B)(6) 2025. Patient noticed symptoms within three or more hours after insertion. The site of location was abdomen. High blood glucose (400-500 mg/dl) was addressed by changing infusion set. Patient also observed blood at site for second event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.